Event description:
Customer reported: right back wheel broken.

Manufacturer narrative:
Technician confirms the customer's issue: screw of the right back wheel broken - wheel detached from the machine. It was reported that the suspect wheel had been previously replaced with a wheel from a trolley. Root cause of failure - the rear wheel had been exchanged with a wheel from a trolley and the replacement wheel failed. There was no report of injury or patient involvement. This event is being reported due to the potential for injury should the failure of the wheel result in the device falling.